Event description:
It was reported that stent breakage occurred requiring intervention. Femoral access was obtained via the right femoral artery. The target lesion was located in the left superficial femoral artery (sfa). Two stents had previously been implanted on both sides of the common iliac artery (cia). The 6mmx180mmx130cm innova¿ stent was introduced and after deployment of approximately 3cm of the distal part of the stent, the stent delivery system stopped working. The wheel and pull grip did not work and the pull grip released from the handle body. An attempt was made to pull back the whole stent system but when the stent system and guide catheter reached the right iliac artery, the distal part of the innova¿ stent became tangled with one of the previously implanted stents. The innova¿ stent elongated and broke. The physician continued to remove the stent system; however the stent broke a second time at the distal end of the sheath. The patient's femoral artery was opened and the second broken part of the stent was removed manually. Another stent was then deployed overlapping the first broken part of the stent to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed that a 12.5cm length of the rack (including the deployment knob) was detached. The fractured ends of the rack revealed no evidence of any material or manufacturing deficiencies. During analysis the handle was opened to inspect the handle components. Analysis of the inside of the handle revealed that the middle sheath had detached from the rack. There were numerous buckled sections of the outer sheath. The shaft was kinked at the distal end of the handle. During analysis the shaft was cut at the kinked location to enable inspection of the proximal end of the middle sheath. There was no irregularities or damage noted to the middle and inner shafts. The stent was protruding 20mm from the outer sheath. The distal stent struts were stretched. Microscopic examination confirmed detachment of the distal end of the stent. Approximately 150mm of the stent was in the lumen of the sds. There was no evidence of any material or manufacturing deficiencies to the separated stent. Inspection of the remainder of the device, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent breakage occurred requiring intervention. Femoral access was obtained via the right femoral artery. The target lesion was located in the left superficial femoral artery (sfa). Two stents had previously been implanted on both sides of the common iliac artery (cia). The 6mmx180mmx130cm innova¿ stent was introduced and after deployment of approximately 3cm of the distal part of the stent, the stent delivery system stopped working. The wheel and pull grip did not work and the pull grip released from the handle body. An attempt was made to pull back the whole stent system but when the stent system and guide catheter reached the right iliac artery, the distal part of the innova¿ stent became tangled with one of the previously implanted stents. The innova¿ stent elongated and broke. The physician continued to remove the stent system; however the stent broke a second time at the distal end of the sheath. The patient's femoral artery was opened and the second broken part of the stent was removed manually. Another stent was then deployed overlapping the first broken part of the stent to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: corrected from "the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu." To "the most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors." (B)(4).

Event description:
It was reported that stent breakage occurred requiring intervention. Femoral access was obtained via the right femoral artery. The target lesion was located in the left superficial femoral artery (sfa). Two stents had previously been implanted on both sides of the common iliac artery (cia). The 6mmx180mmx130cm innova¿ stent was introduced and after deployment of approximately 3cm of the distal part of the stent, the stent delivery system stopped working. The wheel and pull grip did not work and the pull grip released from the handle body. An attempt was made to pull back the whole stent system but when the stent system and guide catheter reached the right iliac artery, the distal part of the innova¿ stent became tangled with one of the previously implanted stents. The innova¿ stent elongated and broke. The physician continued to remove the stent system; however the stent broke a second time at the distal end of the sheath. The patient's femoral artery was opened and the second broken part of the stent was removed manually. Another stent was then deployed overlapping the first broken part of the stent to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).